Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's carbon dioxide supply stops and sensor board failed during set up / inspection for use (during set up in room / before patient in room). There was no report of patient harm or involvement.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h2, h3. The device was returned to olympus for inspection, and the reported reduced co2 output malfunction was confirmed. Based on the results of the investigation, the reduced co2 output was attributed to another reportable malfunction, the pressure reducer was misaligned which resulted in a flow rate which was out of standard value. The investigation of the alleged sensor board failure is pending completion and a supplemental report will be submitted after the investigation is completed.